Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available by the hospital. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Revision tha for possible loose component. (B)(4) 2014: additional information from sales rep indicated that the acetabular component and screws were found to be loose.

Event description:
Revision tha for possible loose component. (B)(6) 2014: additional information from sales rep indicated that the acetabular component and screws were found to be loose.

Manufacturer narrative:
An event regarding cup loosening involving a tritanium revision acetabular was reported. The event was not confirmed. Device history review: indicated all devices accepted into final stock met specifications. Complaint history review: there have been no other events for the lot referenced. Conclusions: the exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.